Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during biomed testing. The hospital representative stated thay have no record of any patient incident involving the pump since the last baxter service event andno patient injury had been repported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.